Manufacturer narrative:
Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the shock was not delivered. It was reported to philips that the alleged failure was observed while the device was in use on a patient. A philips field service engineer (fse) evaluated the device and was unable to duplicate the symptom. No electrocardiogram (ECG) rhythm strips or case events file were provided for review. This reporter stated that a patient of unknown age, gender, and weight was admitted to a hospital¿s surgical intensive care unit (sicu) on an unknown date with the admitting diagnosis not reported. No relevant medical history, relevant past drug history or relevant concomitant medical products were reported. While admitted, on (B)(6) 2019, the patient experienced an event with details not reported, sicu staff connected the patient to the efficia dfm100, attempted to deliver a shock; the amount of joules and device mode not reported, and the physician believed that the shock was not delivered. It is unknown if defibrillator pads or paddles were used. The patient¿s heart rhythm was not reported. It was reported that the patient. No relevant laboratory data was reported. No parts were replaced. The device passed all performance assurance tests and was placed back into use with the customer. There is no information to support that a malfunction occurred. The available information from this report does not support that this symptom represents a systemic, design, or labeling problem. No further investigation or action is warranted. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the shock was not delivered. It was reported to philips that the alleged failure was observed while the device was in use on a patient. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.